Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high blood glucose. Customer's blood glucose was 233 mg/dl. Troubleshooting was done. It was found that there was air bubbles in the reservoir. The customer was assisted in removing the reservoir and rewinding the insulin pump. Customer reinserted the insulin pump and ran manual prime and insulin exited the tubing. Customer will call back to do high pressure test. The customer was advised to do complete infusion set change. No further information provided.